Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, attempts were made to program the device's date and time, however neither could be correctly set. The implantable pulse generator (ipg) was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Upon additional analysis of the reported issue it has been determined that the inability to program the local time in the device does not present patient risk or harm and does not impact device functionality. If information is provided in the future, a supplemental report will be issued.